Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old (B)(6) female who underwent breast augmentation revision with mentor smooth round moderate profile 350cc saline prostheses experienced spontaneous right sided deflation and symptoms of left sided capsular contracture post procedure. The left side was described as feeling hard and not normal in an unspecified manner. Bilateral sagging of the breasts was also stated as a pre-operative diagnosis for replacement surgery. Bilateral replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2019. This report relates to the left prosthesis. See 1645337-2019-23070 for contralateral prosthesis report.